Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer found their non-tandem cannula to be kinked. Reportedly, an occlusion alarm did not occur during this event even though the cannula was kinked. Due to the kinked cannula, it was reported the customer felt nauseous and itchy, the customer lost consciousness and fell. The customer was taken to the emergency room (ER). While in the ER, the customer received treatment in the form of manual injections, intravenously delivered saline, and insulin delivered by the insulin pump. While in the ER, the customer also underwent tests and blood work in order to determine that the customer's heart was okay. The customer arrived to the ER with an elevated blood glucose (bg) level of up to 400mg/dl and medium to large ketones. The customer was released from the ER with a bg level of 238mg/dl. It wasn't until the customer returned home that they removed their infusion set site and found their non-tandem cannula to be kinked. The customer's clinical diabetes specialist followed up with the customer and discussed alternative infusion sets and infusion set placement.